Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The observed damage to the device was most likely caused by user error, including improper bone preparation, prying, levering, and excessive force. Refer to dfu-0087-eo revision 6. Section g. Precautions. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On 05-feb-2026, a sales representative reported via email that an ar-1593-p secondary fixation with peek swivelock anchor implant system experienced an issue during a surgical procedure. After drilling and tapping the bone using a larger tap, the peek swivelock anchor fractured upon insertion. The remaining portion of the broken anchor was removed from the bone without complication. The surgeon retapped the site, utilized a new implant, and successfully completed the procedure. There was no reported patient harm. The event occurred during a procedure on (B)(6) 2026. Additional information was received on 11-feb-2026: this was discovered during a root repair procedure. The case was completed using an ar-2324pslc peek-swivelock. The surgery experienced a minimal delay of approximately five minutes. It is unknown whether any additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.